Manufacturer narrative:
The device passed basic occlusion test and displacement test. No motor error alarms were noted. However, the unit was not able to be primed during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The device was received with intermittent buttons due to unlocked j2 connector. The pump was received with stripped battery cap coin slot, cracked case at the display window corners, display window and battery tube threads, and minor scratched lcd window.

Event description:
The customer reported via phone call of motor error alarms with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer's battery cap is broken and won't come off. Troubleshoot was not completed. The customer was advised to discontinue use of the device, and that it would need to be replaced. The customer states that they do not have a backup plan. The insulin pump is being returned for analysis and replaced. The customer also mentioned that they feel like their blood glucose levels are between 400mg/dl and 500mg/dl.